Event description:
Customer reported loose strip pads in the strip provider module (spm).

Manufacturer narrative:
Customer reported loose strip pads in the strip provider module (spm). There were no reports of injury to patient or change in patient management as a result. Customer was provided a new set of strips. The reason for loose pads is under investigation.